Manufacturer narrative:
The unit had intermittent up and down button responses due to a corroded keypad. The unit had no unexpected numbers ramping or scrolling during testing. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer's father called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 234 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.